Event description:
The pt was undergoing coronary stenting of a 5mm svg to an ostial lesion in the first diagonal artery. The pt experienced an mi as diagnosed by serum markers, on the day of the procedure. The pt was admitted with unstable angina and greater than 50% stenosis in the left main, lad, circumflex, and rca. The 8 mm de novo, ostial lesion had little or no calcification. Preprocedure stenosis was 85% and timi flow was 3. Twenty-four hours preprocedure, the pt received unfractionated heparin, beta-blocker, ace-inhibitors and statins. Intraprocedure medications were a loading dose of plavix 450 mg, aspirin, beta-blocker, thrombin inhibitors, and plavix (in addition to loading dose). A 3.5 x 13 mm cypher stent was directly stented to the lesion site; the site was postdilated. Per report, angiographic success was achieved for this pt.